Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire of a 5f exoseal vascular closure device (vcd) is not exposed, and the plug is not released. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire of a 5f exoseal vascular closure device (vcd) is not exposed, and the plug is not released. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was not facing up during retraction, and it did not change at all. When the device was removed from the patient, the guidewire was not exposed, and no damages were noted to the indicator wire loop. The device will be returned for evaluation.

Manufacturer narrative:
Updated section: b5, h2, h3, h6. Complaint conclusion: as reported, the guidewire of a 5f exoseal vascular closure device (vcd) is not exposed, and the plug is not released. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was not facing up during retraction, and it did not change at all. When the device was removed from the patient, the guidewire was not exposed, and no damages were noted to the indicator wire loop. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found not deployed. The catheter sheath introducer (csi) was not returned for this evaluation. The indicator window was observed in the black/white position. During visual inspection, the plug was noted to be swollen. The handle was opened to verify the presence of the indicator wire within the device. The inspection confirmed the presence of the wire; however, a kink/bend was identified in the indicator wire. This kink/bend was attributed to an obstruction within the indicator wire port lumen, which prevented proper advancement of the indicator wire. Consequently, the deployment simulation could not be completed, as the swollen plug physically obstructed the indicator wire port. The obstruction created an internal barrier that opposed the expected advancement of the indicator wire, displacing it from its intended trajectory. As a result, instead of following the correct pathway through its designated lumen, the indicator wire was deflected, preventing successful deployment. In summary, the swollen plug caused an obstruction in the indicator wire port that altered the wire¿s trajectory within the delivery shaft, directly resulting in the failure of the deployment simulation. A high-magnification microscopic evaluation was conducted to examine the indicator wire and the indicator window area. This analysis confirmed the kink/bend previously observed in the indicator wire during the functional test. Additionally, a translucent residue adhered to the surface was detected within the indicator window area. A comparison with a laboratory reference sample confirmed that no such residues were present in the control sample. No additional anomalies were identified. An ft-ir (fourier transform infrared spectroscopy) analysis was performed on the 5f exoseal vascular closure device, which was returned due to the indicator wire not deploying and the translucent residue observed within the indicator window area. The objective was to determine whether the residue corresponded to adhesive or any other foreign material. Ft-ir analysis functions by projecting infrared light onto a sample and measuring its absorption spectrum to identify the types of chemical bonds present. Multiple areas of the device were analyzed¿both on the front and back surfaces¿to assess consistency in the material composition. The results revealed an absorption signal at approximately 1715 cm, characteristic of carbon-oxygen double bonds, and additional peaks between 1240¿1100 cm, corresponding to carbon-oxygen single bonds¿both features typical of polyester compounds. No significant signals associated with aromatic rings were detected, indicating the polyester was aliphatic in nature, possessing a simple chain structure. Comparison of spectra from both analyzed sides showed a 91% correlation, confirming uniform composition across the surface and ruling out the presence of extraneous layers or contaminants. Overall, the ft-ir analysis confirmed that the material is polyester, chemically similar to polyester-based adhesives. However, the technique cannot conclusively differentiate between adhesive residue and the polymeric material naturally used in the device. Although the observed spectral characteristics are consistent with polyester adhesives, no definitive evidence of an adhesive layer or foreign contaminant was identified. Therefore, the presence of adhesive as the cause of the malfunction could not be conclusively determined. The reported event of ¿indicator wire-deployment difficulty-unable¿ was observed through analysis of the returned device since the indicator wire was not deployed with the cowling/guard depressed and the deployment lever not depressed. Additionally, it was noted that a condition of ¿vascular closure device (vcd)-foreign material¿ was observed due to the material adhered to the indicator window, resulting in a condition of ¿indicator window-no change to indicator.¿ however, the exact cause of the issue experienced and observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine the factors that may have contributed to the reported inability to deploy the indicator wire. The indicator wire was found to be kinked/bent within the internal mechanism, likely due to deflection caused by an obstruction at the indicator wire port. The port of the returned device was also noted to be obstructed by a swollen plug, suggesting that prolonged swelling of the plug may have contributed to the issue experienced by the customer. However, it is unknown whether the plug was swollen to the extent of obstructing the port during the procedure or if additional swelling occurred afterward. Additionally, a secondary condition was noted with the returned device, consisting of a translucent foreign material adhered to the indicator window, resulting in window adhesion. Ft-ir analysis concluded that the material¿s chemistry was consistent with polyester-based adhesives; however, it was inconclusive whether the material originated from an adhesive or an internal polymer component. Following discussion with the product engineering team (pet), it was determined that the event will be escalated for further investigation. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ neither the product analysis, nor the information available for review suggests that the reported failure to deploy the indicator wire is related to the design or manufacturing process of the unit. However, per the product analysis and pet review, the observed material found at the window is likely related to the manufacturing process of the unit. Therefore, an awareness training will be provided, and this event will be captured under a risk assessment to further investigate similar complaints reported.

Event description:
As reported, the guidewire of a 5f exoseal vascular closure device (vcd) is not exposed, and the plug is not released. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was not facing up during retraction, and it did not change at all. When the device was removed from the patient, the guidewire was not exposed, and no damages were noted to the indicator wire loop. The device will be returned for evaluation. Addendum: pe presents the indicator window unable to change and a foreign material in the window.